Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pins of the black cable for the mobile power unit (mpu) were damaged and the mpu was in need of repair.

Manufacturer narrative:
D4: expiration date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of damaged pins on the black power cable connector was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The mpu was returned for analysis to the european distribution center (edc) and was evaluated and tested on 25mar2025. Upon initial observation, pin 8, corresponding to the shield signal, of the black power cable connector on the patient cable was observed to be missing. The mpu was connected to ac power and booted up as intended. The unit passed all functional testing without atypical alarms or issues. The cable was replaced, and the unit was returned to the customer for further use. The cable was forwarded to the product performance engineering (ppe) department for further analysis where the damaged pin 8 was confirmed. The cable was connected to a known working test mpu. The unit was connected ac power and booted up as intended. Due to the missing pin being associated with the shield and not any signal, the missing pin did not result in any alarms. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 24jun2016. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section d, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.